Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was difficulty pressing the drip chamber for an unspecified quantity of access sets. It was further specified that the plastic was hard. This was noted during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.